Event description:
Per written report received from anesthesiologist: "yesterday, as we were fighting to get a baby stabilized post-pump we were adding and substracting drips - dopamine, nipride, epi, etc. I watched (name) twice attempt to de-air the air filter "required" by protocol in the preparation of the epinephriene drip. She said there was a chronic problem with these devices and repeated complaints had brought no change. Roughly an hr later, when we had just moved the infant to his crib/warmer, I was leaning on the or table waiting for an aide to fetch something, when my eye caught - pure serendipity - a line full of air. It was the segment enclosed - the filter in the nipride line - made up hrs earlier - attached directly to the central venous pressure port. Had this 2cc of air been infused, I estimate a 50:50 chance the baby would have arrested, probably in the elevator en route to the pediatric intensive care unit. Resuscitation would have failed."